Event description:
Acct. Reports that during a blood transfusion of packed red cells a pt developed a febrile reaction and died the next day. The pt had blood cultures performed approx one hour after the reaction and pt's blood revealed an enterobacter species. The same organism was cultured out of the injection port on the set. The cultures performed on the blood bags were negative with no growth. 08/30/2000 add'l info rec'd. The actual lot number involved is unknown. The two lot numbers present on the customer's shelf are gr135103 and gr138149. Contact also stated the injection site that tested positive for the culture was the site closest to the pt. Pt had diagnosis of "cll" and was a do not resuscitate.